Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:38:18. During night drain cycle one, the patient's ultrafiltration reading was 1678 ml, indicating the home patient drained 1678 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low drain volume alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.